Event description:
Revision surgery - non-compliant pt removed arm sling post-surgery, dislocated twice. Second dislocation resulted in revision surgery. Surgeon relocated humeral shell and liner only.